Event description:
Event description guidant received information that this implantable pacemaker (ipm), one day after implant, presented with intermittent pacing in vvi mode. Magnet application resulted in pacing inhibition. The device was not able to be interrogated or telemetered, and double (ventricular) pacing spikes were noted on rhythm strips. The device was replaced with another guidant device.